Event description:
It was reported from japan that during an open reduction internal fixation (orif) for femoral shaft surgical procedure, when the physician connected the quick coupling device to the handpiece device or distal fixation, it suddenly stopped working. Once the attachment device was removed and the trigger of the handpiece device was pulled, it was confirmed that the handpiece moves. When the physician tried to drill with the attachment again, it stopped working again. The physician changed to another spare device, and it started working, and the procedure was successfully completed. During in-house engineering evaluation it was determined that the quick coupling device did not work at all. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the quick coupling device and the reported condition that drill suddenly discontinued was confirmed. The device was visually inspected and was found to have failed visual inspection due to the color ring missing and general wear. During the investigation it was found that the device wouldn¿t work at all and that the color band is faded. Due to this the attachment was disassembled and it was found that the internal parts were completely corroded. It was further determined that the device failed pretest for general condition, check general function in running mode, and check for mechanical free movement. The assignable root cause of these conditions was determined to be traced to component failure due to wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI - (B)(4).